Event description:
Information was received from multiple sources (healthcare provider, user facility) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were "alternating periods of stimulation and shutdown of operation. Malfunction with alternating periods of activity and shutdown of the generator. Major pain when quitting. Random and intermittent stimulation." The condition of the patient was resumption of pain with "evn" at 8. There was a need for a new surgical procedure for replacement. The actions taken in the healthcare establishment for the care of the patient included explantation and replacement by another ins. It was declared to the laboratory and the offending box was sent to the laboratory for analysis.

Manufacturer narrative:
G2: the country of the event is fr. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11: additional information was received from the manufacturer representative (rep) stating this case corresponds to another previously reported case.

Manufacturer narrative:
G2. Foreign: fr b5: upon further review, it was determined that this event reported in regulatory report # 3004209178-2025-03938 corresponds to another previously reported event in regulatory report # 3004209178-2025-03381. Please see regulatory report # 3004209178-2025-03381 for all future reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.